Event description:
The pt was implanted with the permanent scs system on (B)(6) 2012 and was subsequently programmed the following day reporting effective coverage. It was notified the pt passed away on (B)(6) 2012. The cause of the incident remains unk, however, the physician indicated it is not device related.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.